Manufacturer narrative:
Qn# (B)(4).

Event description:
The catheter was found leaking during patient use. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc and connective tubing for evaluation. Signs-of-use in the form of biological material were obs erved on the catheter. Initial visual inspection did not reveal any defects or anomalies. After the catheter failed functional testing a small cut was found in the catheter body near the juncture hub. Microscopic examination confirmed the cut. The cut was smooth, consistent with contact with sharps such as a needle or scalpel. The total catheter length measured 219 mm, which is within specifications of 207-227 mm per the catheter graphic. The outer diameter of the catheter measured 2.459 mm, which is within specifications of 2.39-2.49 mm per catheter extrusion graphic. The cut in the catheter body measured 34 mm from the juncture hub. A lab inventory syringe was used to flush water through all three extension lines per IFU which states, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)." No blocks were detected. However, when flushing the distal line a small cut was found in the catheter body. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed with no relevant findings identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of leaking catheter was confirmed by functional and visual inspection of the returned sample. The catheter body contained a small cut 34 mm from the juncture hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the device received, the likely root cause of this issue is unintentional user error - contact with sharps. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The catheter was found leaking during patient use. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.